Event description:
The customer reported that the sys would not turn on (no boot). There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was adjusted during the service call. The sys was tested and found to be working as intended and put back into service.